Event description:
Bacterial test results were not provided by the customer. The bacterial contamination was detected in the lab. The unit was not transfused, therefore there is no patient information reasonably known. Donor information is provided in section a.

Manufacturer narrative:
This report is being filed to provide additional information in a.1, a.2, a.3, a.4, b.5, h.6, and h.10. Investigation: a disposable history search for this lost found no reports of similar failures worldwide. The device history record was reviewed for this lot. There were no issues noted that would have contributed to the bacterial contamination. Quality labs passed and sterilization requirements passed. Per internal sterilization documentation, the devices terumo bct manufactures to collect, separate, and store blood products are terminally sterilized to a sterility assurance level (sal) of </=10-6. Additionally, a sterility assurance system has been designed and employed to ensure this sal will be achieved for every lot of product manufactured. The sterility assurance system employed at terumo bct ensures the disposable device is not the source of contamination. Root cause: a definitive root cause could not be determined. Sources of bacterial contamination include but are not limited to improper venipuncture technique, no blood diversion performed, a compromised needle, and/or post-processing laboratory practices such as qc sampling or handling techniques. The customer did not report leaks in the disposable sets that may have pointed toward an instance where bacteria could be introduced. Consequently, the system was found to have operated as intended. Additionally, the sterility assurance system employed at terumo bct ensures the device is not the source of contamination.

Manufacturer narrative:
Investigation: the customer reported that there were 2 units collected on the same machine, using the same disposable lot number that tested positive for bacterial contamination. The customer questioned if there were any other similar reports, due to the common factors in the incidents. The terumo bct specialist informed her there were no similar reports and that contamination could be related to lab testing technique, donor arm prep, or the disposable. The other incident reported by the customer is provided in MDR # 1722028-2020-00256. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that they had a platelet unit test positive for bacterial contamination during lab qc. The unit is in quarantine and was not transfused. Bact testing done but the exact test results are unknown at this time. Donor unit #: (B)(6). The bacterial contamination was detected in the lab. The unit was not transfused, therefore there is no patient information reasonably known. The disposable set is not available for return because it was discarded by the customer.